Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed fault code 08 (motor controller fault detected) was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a failure of the drivetrain. During archive data review, fault code 08 (motor controller fault detected) messages were observed, confirming the reported complaint. The autopulse platform failed functional testing due to the displayed fault code 08 messages, confirming the reported complaint. The drivetrain was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn: (B)(6).

Event description:
During shift check, the autopulse platform (sn: (B)(6) displayed fault code 08 (motor controller fault detected). No patient involvement.